Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to electromagnetic interference. Follow up with the company representative indicated the patient had used an automatic floor scrubber and was standing in water when the inappropriate shocks occurred. The patient was seen by the physician and no reprogramming was done. The device remains in use. No further patient complications have been reported as a result of this event.